Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Blood glucose was not impacted. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.